Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading at the time of incident was 45 mg/dl. The customer was treated with food for low blood glucose reading. The customer's current blood glucose value was unknown mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode feature at the time of low blood glucose event. The customer also alleged that the insulin pump was over delivering. The insulin pump will not be returned for analysis.